Manufacturer narrative:
Following explant and return for analysis, this report will be further updated.

Event description:
It was reported that this device exhibited a fault code indicate of a battery voltage too low for the project remaining capacity. Device replacement was recommended however not yet completed. No resulting adverse effects were reported.

Manufacturer narrative:
As no product has been returned our investigation has concluded.

Event description:
It was reported that this device exhibited a fault code indicate of a battery voltage too low for the project remaining capacity. Device replacement was recommended however not yet completed. No resulting adverse effects were reported. Subsequently, the device was explanted. No return of product is expected.